Event description:
The pt was treated for barrett esophagus in 10/2005. A month later the pt endoscopic evaluation confirmed a stricture with circumferential ulceration. The pt was easily dilated with relief of symptoms. The event is transient in nature, treatable and not life threatening to the pt. No device malfunction was reported for this device. The catheter performed as intended and was discarded by the hospital at the end of the procedure. The generator used for treatment was evaluated and met the manufacturer specification. No correlation between the outcome of the event and the product performance could be established.

Event description:
This is a follow up report to the reported 2952366-2006-0001: additional information obtained on 3-14-06, regarding a pt that had a stricture formation. The pt has skin melanoma, and lung cancer and underwent chemotherapy after ablation, which may have lead to significant delay in healing, and could clearly lead to prolonged pain and stricture formation. The pt has been dilated successfully 2x and now is without dysphagia. Most importantly no dysplasia on biopsies.